Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Physician reported hospitalization due to high blood glucose. Customer experienced vomiting, nausea and diarrhea. Diagnosed diabetes ketoacidosis. The blood glucose reading was 328 mg/dl. Customer was transferred from another hospital due to high blood glucose levels; would not decrease. Nothing further reported.